Event description:
Caller reports patient tested 5.8 inr on the coaguchek xs system and 4.1 inr on a comparison lab. Caller reports that the coumadin was held based on the meter result. No adverse event reported. Requested return of suspect system; however, strips are unavailable for return.

Manufacturer narrative:
(B)(4). Malformed clip. Device b batch # g9jd5t; mfg date 2/9/2010; exp date 3/9/2015. Jaw or cam interface is disengaged. The analysis results found that device (a) found that it was received with one malformed clip inside the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, one scissor clip was fed and then, it locked out as intended. A possible cause of the finding is that the clip applier was inserted through the trocar with a clip present inside the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, and then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. No incident related to the reported event was observed during the batch record review. The analysis results found that device (b) was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the found condition of the jaws. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device jammed closed while being inserted through the trocar, it was not closed on tissue. The second device misfired, a clip came out scissored and another came out with a gap. A third device was used to complete the procedure. No adverse consequences reported.